Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. There are no apparent contributing clinical factors to the reported event. Additional system component being reported for this event: battery: (B)(4) - expiration date: 09-30-20216. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient experienced power switching with 2 batteries; no log files available. The controller had the software upgrade (B)(6) 2016. The batteries were exchanged with no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
It was reported that the patient was experiencing power switching. Two batteries, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Controller log files were not available for analysis. Analysis of the batteries revealed that the devices met specifications; the units passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Battery - (B)(4)/1650de - expiration date: 09/30/2016 - device manufacture date: 09/12/2015. (B)(4)- received: 10/21/2016. (B)(4). Method: actual device evaluated; visual inspection. Result: no failure detected. Conclusion: no failure detected, device operated within specification. (B)(4).